Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. Product ID 3550-29, lot# n287380, implanted: (B)(6) 2014, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they lost stimulation in the lumbar area in (B)(6) 2014. The cause of the loss of stimulation was not certain, but their doctor was thinking it might have been due to the patient standing by the microwave. The patient was reprogrammed and stimulation sensation was recovered and had no further stimulation issues.